Manufacturer narrative:
Product complaint # (B)(4). H3, h6: photo investigation: the photo investigation revealed that the humeral head trial 42x14.5 had three internal tab broken. The complaint can be confirmed as the reported crack condition may have led to the breakage. H3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the humeral head trial 42x14.5 had three internal tab broken. Fragments were not returned for evaluation. The complaint can be confirmed as the reported crack condition may have led to the breakage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces while disassembling the offset taper adapter trial, per inhance¿ shoulder system anatomic surgical technique with hybrid glenoid addendum (103832905 rev b) page 18, section humeral head trial disassembly: to remove the humeral head trial, assemble the head distractor to the impactor handle and place between the resection and the humeral head. To remove the offset taper adapter trial from the humeral head trial, rotate the offset taper adapter trial counterclockwise until the ramps unlock it from the head. Once the offset taper adapter trial reaches the e = eject position, it will engage the ramp and come out of the humeral head trial. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the humeral head trial 42x14.5 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tab cracked/broken off humeral head trial for inhance. There was no patient or procedure involvement.